Event description:
It was reported that an external pulse generator (epg) needed an adjustment knob. Technical services provided the part number in which the customer is expected to order and replace himself. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).